Manufacturer narrative:
(B)(4). Batch # m56447. The product specialist has provided the following further information in relation to this matter: ¿I was informed that the patient had to be taken back to theatre on the (B)(6) (same day as procedure) to address bleeding form the misfired portion of the staple line. Apparently the patient was stable over the weekend, and as of the (B)(6), hadn¿t had any further operative procedures.¿ the analysis found that one psee60a device was returned in good visual condition and with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was performing the second firing with a green reload with no seamguard. Surgeon said he heard a click while firing and wondered whether there was a loose staple that got caught in the jaws as firing occurred. The stapler completed the normal firing sequence. When he opened the jaws, he reports that most of the staples hadn't deployed. There was a large amount of bleeding. He sutured the open staple line with vicryl and opened a new stapler and gun to finish the procedure without any issues. Fifteen minutes delay in case.